Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the broken blade to be related to the customer reported complaint. The instrument was found to have a broken blade. The blade broke at the base, and the broken piece was returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of the ¿broken instrument blades¿ is typically attributed to mishandling/misuse. There was an additional observation not reported by the site and not related to the reported issue. The instrument was found to have a damaged teflon pad on the clamp arm. A piece approximately 0.045" x 0.12" in size was missing. The root cause of this failure is also attributed to mishandling/misuse. A review of the instrument log showed the harmonic ace instrument (part #480275-08 / lot #l90211226-0107) was last used on (B)(6) 2022 during a procedure with system (B)(4). The harmonic ace instrument is a single-use device. In addition, a review of the procedure log confirmed the surgical procedure was performed on this event date. Images of the harmonic ace instrument related to this event were received. A review of the submitted images was performed by the isi regulatory post market surveillance (rpms) specialist. From the images provided, it was confirmed that the harmonic ace instrument blade was detached inside the patient and retrieved with another instrument. Based on the additional information obtained from failure analysis investigations, this complaint is considered a reportable event due to the following conclusion: during a da vinci-assisted hysterectomy surgical procedure, it was alleged that the harmonic ace instrument blade broke off and fell inside the patient. The fragment was retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, a metal piece from the harmonic ace instrument broke off and fell inside the patient. The fragment was retrieved during the same procedure. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. The instrument was in use for fifteen minutes and performed as intended up until it broke. The surgeon was dissecting tissue at the time of the event. The customer reported that the fragment fell inside the patient during an instrument tip collision. It was confirmed that all fragments were retrieved. No additional surgical procedure was required, and there were no post-operative tests performed to check for remaining fragments. The instrument was not removed prior to the breakage. There was no resistance upon final removal of the instrument through the cannula. The surgical staff did not notice any other damage to the instrument or cannula after the event occurred. It was confirmed there was no post-operative complication and no patient harm, injury or adverse outcome.